Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was received and investigated. The reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A potential product quality issue of broken flush port and rotating hemostatic valve on the dilator was observed. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a broken flush port. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use and no issues were noted. The dilator and sgc were advanced into the anatomy. The sgc was positioned and the dilator was removed. Outside the patient anatomy, the dilator was being flushed. The dilator luer/flush port broke off from the device. As the dilator was outside the patient anatomy at the time of the break, there was no adverse patient effect. The procedure continued with implantation of one clip without issue and the mixed mr was reduced to trace. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.